Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle visible in the exposed soft cannula. The linkage assembly was observed to not be fully retracted which resulted in the needle not retracting. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. During the removal of the top housing the linkage assembly and slide retract fully retracted. The needle mechanism was manually reset to the not deployed state then manually deployed by rotating the ratchet gear. During the deployment the linkage assembly dislodged from the slide retract. Inspection of the linkage assembly found no damage and abnormalities. Inspection of the underside of the top housing found score marks, indicating that the linkage assembly made contact with the top housing during deployment. This misalignment of the linkage assembly prevented the needle mechanism from fully deploying, resulting in the needle failing to retract. It was concluded that the misalignment caused the needle to not fully retract. The hard cannula was found to be bent. As the hard cannula was exposed it could not be determined when or how these damages occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract. Pod was worn between 4 and 24 hours on the abdomen.